Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a fortrex pta balloon during a procedure involving a fistula. It is reported that the balloon was inflated by syringe and ruptured. It is unknown at what atm the event occurred.